Manufacturer narrative:
The device was examined by dräger on-site whereby the reported error condition was confirmed. It could be determined that the shut-down of ventilation was triggered by deviations the ventilator motor exhibited. The motor was replaced, the device passed all consecutive tests and was returned to use. Evaluation of the returned original motor performed in the manufacturer's lab revealed that wear-and-tear related abrasion of the collector disc had resulted in development of positions where the motor does not provide mechanic power due to contact interrupts to the carbon brushes; speed fluctuations will be the consequence. Since the motor speed is being monitored continuously, the speed fluctuations result in a deviation between measured and expected piston position. The piston position (the hub) is equivalent to the tidal volume to be applied and thus, to prevent from potentially hazardous output and/or from damages to the ventilator unit the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation and the monitoring functions remain available to the full extent. Dräger finally concludes that the device behaved as specified upon the malfunction of a single component after almost 15 years of use; no patient consequences have been reported. The repair exchange has fully solved the device problem. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
The following was reported: "ventilator failure" during anaesthesia. Manual continuation of anaesthesia until the user replaced the device. Visual and audible alarms were given. No patient injury was reported.

Manufacturer narrative:
The investigation was just started, the result will be provided in a follow-up report.

Event description:
The following was reported: "ventilator failure" during anaesthesia. Manual continuation of anaesthesia until the user replaced the device. Visual and audible alarms were given. No patient injury was reported.